Event description:
It was reported that the patients ipg had to be charged frequently. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg had to be charged frequently. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg will not be returned due to hospital protocol.